Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the device was returned with a competitor's balloon catheter stuck inside for our investigations team. The device was confirmed separated, held together by the balloon catheter material with biomatter throughout. The device was comprised of 11cm of sheath tubing followed by a separation. The separation was followed by 20.5cm of exposed coiling and tnrt lining connected to an additional 79.5cm section of sheath tubing. The sheath surface was rough where the coiling had come unraveled inside. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. No lot was provided; therefore, a non-conformance review could not be performed. Over the period of 01jan2016 to 02jul2019, 14 lots were shipped to this customer for this rpn. A system search revealed that there were no other complaints associated with any of these lots. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. The damage of the returned device is indicative of high force during removal, leading to the separation. The customer confirmed the anatomy was not calcified and the balloon was fully inserted during removal. The IFU associated with this device recommends removing the device with the dilator fully inserted, therefore it is possible this contributed to the failure. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to the user and unintended use error. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = unknown. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a left lower extremity atherectomy procedure involving a patient of unknown age and gender, a flexor ansel guiding sheath separated and unraveled in the patient during balloon placement. Access was obtained in the left femoral artery. An unknown wire, atherectomy device, and balloon were in the lumen of the sheath at the time of removal. The anatomy was not reported to be tortuous or calcified. Latex gloves were used and heparinized saline was used to activate the coating, which was activated for one hour. An unknown drug-coated balloon was unable to be delivered as intended due to the separation. The case was terminated; however the outcome was listed as "positive". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.